Manufacturer narrative:
This report is for an unknown tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. It is not known if device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient was implanted with a 10 mm 130 degree trochanteric fixation nail advanced (tfna) nail, a tfna helical blade, and a locking screw on unknown date. On unknown date, x-rays revealed the helical blade had cut out. No further information was provided. Concomitant devices reported: 10 mm 130 degree tfna nail 440 mm-right (04,037.064s, lot number unknown, quantity 1), locking screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown tfna helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Customer quality conducted a review of the provided x-rays. Complained issue could not be replicated and/or confirmed based on the available information (incl. Pictures and/or x-ray¿s). Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision procedure was necessary and that the revision procedure was performed.